Manufacturer narrative:
The device was not returned for analysis. The device has reached end of life and is no longer maintained or serviced. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but the information could not be obtained. Medtronic's investigation has determined that the cleaning and water usage protocol could not be confirmed that it was in accordance with the operator¿s manual for the bio cal instrument which specifically recommends the use of de-ionized water. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during prime prior to use the bio-cal heater/cooler instrument ¿add water¿ alarm was always on. The instrument was changed out with a backup and there was no resulting adverse patient effect. Service technician informed the customer that the instrument is no longer serviced and provided the customer the end of life letter. Additional information was unable to be obtained to confirm cleaning and water usage protocol identified in the operator's manual.